Event description:
It was reported that during a nephrectomy, the cartridge was being pushed out of the jaws partially and into the patient. The cartridge was removed through the trocar. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.